Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi mode and exhibited pacing inhibition. The pacemaker was explanted and replaced. The patient condition was unknown.